Manufacturer narrative:
Additional information was received that there is no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. It was also noted that the patient, who is very skinny, felt the ipg site quite bothersome when sitting upright or while driving. A fluoroscopy revealed that there does not seem to be any migration, although the anchor edge appreciated on deep palpation. The physician suspects that some but not all anchor sutures may have broken on one another. The patient will undergo a revision procedure wherein the ipg will be relocated more laterally.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model#: sc-4319 lot #: 18972675 description: clik x MRI anchor the explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. It was also noted that the patient, who is very skinny, felt the ipg site quite bothersome when sitting upright or while driving. A fluoroscopy revealed that there does not seem to be any migration, although the anchor edge appreciated on deep palpation. The physician suspects that some but not all anchor sutures may have broken on one another. The patient will undergo a revision procedure wherein the ipg will be relocated more laterally.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient felt discomfort which was bothersome when sitting upright or driving and moving laterally.the patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. It was also noted that the patient, who is very skinny, felt the ipg site quite bothersome when sitting upright or while driving. A fluoroscopy revealed that there does not seem to be any migration, although the anchor edge appreciated on deep palpation. The physician suspects that some but not all anchor sutures may have broken on one another. The patient will undergo a revision procedure wherein the ipg will be relocated more laterally.

Manufacturer narrative:
Correction to initial MDR in fields

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. It was also noted that the patient, who is very skinny, felt the ipg site quite bothersome when sitting upright or while driving. A fluoroscopy revealed that there does not seem to be any migration, although the anchor edge appreciated on deep palpation. The physician suspects that some but not all anchor sutures may have broken on one another. The patient will undergo a revision procedure wherein the ipg will be relocated more laterally.